Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092278) on 03-feb-2020. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), alopecia ("hair lost"), tooth fracture ("broken teeth"), rash ("rashes all over my body"), genital haemorrhage ("bleeding non stop"), back pain ("back pain"), blindness ("vision lost"), arthralgia ("joint pain") and carpal tunnel syndrome ("carpal tunnel syndrome"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, alopecia, tooth fracture, rash, genital haemorrhage, back pain, blindness, arthralgia and carpal tunnel syndrome outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, blindness, carpal tunnel syndrome, genital haemorrhage, rash and tooth fracture to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention and event date (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092278) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required), alopecia ("hair lost"), tooth fracture ("broken teeth"), rash ("rashes all over my body"), genital haemorrhage ("bleeding non stop"), back pain ("back pain"), blindness ("vision lost"), arthralgia ("joint pain") and carpal tunnel syndrome ("carpal tunnel syndrome"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, alopecia, tooth fracture, rash, genital haemorrhage, back pain, blindness, arthralgia and carpal tunnel syndrome outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, blindness, carpal tunnel syndrome, genital haemorrhage, rash and tooth fracture to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability, permanent damage, required intervention and event date (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.